Event description:
It was reported the rigid video scope malfunctioned and noticed moisture in the light entry, and it was taken out of production. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the following field(s): d3, d8, d9, g1, h3 & h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that most probable cause is due to foreign material. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed moisture in the light entry, and it was taken out of production. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.